Manufacturer narrative:
Analysis of historical records: the device involved in this event has not returned. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the broken device used was not performed as the device has not been made available for the investigation. The technical evaluation will be performed as soon as the device become available. Medical evaluation: the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case a patient was having bone transport using a frame that required a 55008 cd unit, presumably a paediatric lrs rail. We are told that the cd unit "broke" at 10+ weeks, but that a replacement cd unit was applied with no detriment to the patient. The image shows that one of the locating pegs has broken off, so the device would be non functional. This is a very unusual breakage. We need more information to understand what and why this incident has happened". Final comments: a technical evaluation of the broken device used was not performed as the device has not been made available for the investigation. Unfortunately, no information about lot involved is available, therefore it is not possible to perform any technical investigation. The medical evaluation evidenced as follows: "in this case a patient was having bone transport using a frame that required a 55008 cd unit, presumably a paediatric lrs rail. We are told that the cd unit "broke" at 10+ weeks, but that a replacement cd unit was applied with no detriment to the patient. The image shows that one of the locating pegs has broken off, so the device would be non functional. This is a very unusual breakage. We need more information to understand what and why this incident has happened". A complete medical evaluation was not performed as no information about the medical procedure, diagnosis and x-rays have been made available. Orthofix srl has requested further information on the event such as batch number of the device, name of the hospital, date of the initial surgery, date of the device breakage, date of the device replacement, patient information (age, sex and weight), confirmation that the initial surgery was completed with the device, confirmation that the device was replaced at the doctor's office (outpatient clinic) and the device availability for the technical evaluation. Unfortunately, this information has not been made available. Considering the lack of information, it is not possible to conduct any investigation and therefore to draw any conclusion in regards to the complained c/d unit. Should further information and/or the device concerned become available, orthofix srl will re-open the investigation. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); date of surgery: last week; body part to which device was applied: no response provided; surgery description: lengthening, bone transport; patient information: no response provided; problem observed during: into treatment; type of problem: device functional problem. Event description: "we have done a bone transportation, after 2,5 months the ref 55008 broke one side." The complaint report form also indicates: the device failure did not have any adverse effects on patient; the surgery was not completed with the device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: "we change last week the 55008 directly, no effect to the patient". On august 22, 2017, orthofix srl received the following update on the event: "we have tried to get the info from customer (but he doesn't seem to find the time. Finally he told us to drop the complaint, especially as the device will not be sent back)". Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event becomes available. Orthofix (B)(4) has requested further information on the event such as device batch number, name of the hospital, date of initial surgery, date of device breakage, patient information (age, sex and weight), confirmation that the device was replaced at the doctor's office (outpatient clinic), confirmation that the initial surgery was completed with the device, and the device availability for the technical evaluation. Unfortunately, this information has not yet made available. As soon as further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6); - surgeon name: dr. (B)(6); - date of surgery: last week; - body part to which device was applied: no response provided; - surgery description: lengthening, bone transport; - patient information: no response provided; - problem observed during: into treatment; - type of problem: device functional problem. - event description: "we have done a bone transportation, after 2,5 months the ref 55008 broke one side." The complaint report form also indicates: - the device failure did not have any adverse effects on patient; - the surgery was not completed with the device; - the event did not lead to a clinically relevant increase in the duration of the surgical procedure; - an additional surgery was not required; - copies of the operative reports are not available; - copies of the x-rays images are not available; - information about patient current health condition: "we change last week the 55008 directly, no effect to the patient". (B)(4).